Event description:
It was reported when the patient went to shoot pool, he placed his patient programmer 25 feet away from his device. It was noted that the patient felt his stimulator turn off. It was noted that the patient was unsure if it was ¿psychosomatic.¿ it was further noted that the patient¿s hand started shaking and the tremors returned. It was noted that this occurred after implant. It was further noted that the patient¿s device was working 100%, if he was not nervous or upset or in a post-traumatic situation. It was noted that the device did not help in those situations.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0bde5, implanted: (B)(6) 2013, product type: lead; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID neu_unknown, serial# unknown, product type: unknown. (B)(4).